Event description:
It was reported that no disposable clamp tubing alarm on both remodulin pumps were experienced. Had to hook up a new cassette. Lot number 421994. No further details provided. Lot 421994 reported is for tube totm .040" ID x .105" odx60" l (item # 30-2666-600), not a cassette.